Event description:
An adj pin collet 2.0-3.2mm was sent for eval and metal shavings were coming out of the device during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility, it is not repairable once it is disassembled.